Manufacturer narrative:
Investigation: no pre-existing anomaly was detected by checking the manufacturing charts of the lot number 2224900 - sterilization 2200308. We will submit a final report as soon as the investigation is complete.

Event description:
Revision surgery performed on (B)(6) 2024, due to implant dislocation. The following component (implanted during the previous surgery) was removed: fem. Modular head - s ø28mm (part code 5010.09.281, lot number 2224900, sterilization 2200308) the previous surgery took place on (B)(6) 2024. During this surgery, the following component was also implanted along with the others: h-max s lateral. Fem. Stem #12 (part code 4251.20.120, lot number 2000921, sterilization 2000047). The patient is a male, date of birth (B)(6). The event happened in the united states.